Manufacturer narrative:
(B)(4). Concomitant medical products - arcom xl 44-36 std hmrl brng; cat#: xl-115363, lot#: 313900; comp rvs tray co 44 mm, cat#: 115370, lot#: 627820; comp rvrs shldr glnsp std 36 mm, cat#: 115310, lot#: 520710; comp primary stem 10 mm micro, cat#: 113610, lot#: 079280; comp rvs cntrl scr 6.5 x 20 mm st, cat#: 180550, lot#: 418910 and 508100; comp lk scr 3.5 hex 4.75 x 20 st, cat#: 180551, lot#: 418920 and 346490. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that a patient has been indicated for a left shoulder revision with a request for a custom glenoid due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient has been indicated for a left shoulder revision with a request for a custom glenoid due to unknown reasons. No revision has been reported to date. No further information has been provided.